Event description:
The pump was returned for investigation. Investigation revealed contamination on the force sensor assembly and the force sensor was found to be out of calibration. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the prime history revealed multiple large volumes on the reported event period. During the "load" step, the piston was found to stop short. The pump was opened and contamination was found on the force sensor assembly and the force sensor was found to be out of calibration. Unrelated to the complaint, evaluation revealed a faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.